Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her one touch veriopro meter read inaccurately high compared to her feelings and or normal results. This complaint is being classified based on the customer service representative (csr) documentation, since the patient could not be reached by phone to obtain additional information. The patient did not recall when the alleged inaccuracy began. The patient stated she obtained inaccurate high results with the subject meter; however, the patient did not provide the actual results obtained. The patient manages her diabetes with insulin (unknown type, self-adjuster) and continued with her usual dose of medication (unknown type and dosage) in response to the alleged inaccurate result(s). The patient claimed, at an unspecified time after the alleged issue occurred, she developed ¿hypoglycemic¿ symptoms. At an unspecified date/time, the patient self-treated with food and/or drink. During troubleshooting, the csr was unable to confirm if the subject meter was set to the correct unit of measure setting. No replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.